Event description:
It was reported from (B)(4) that the power drive device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was defective and was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.